Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 503 mg/dl while wearing the pod longer than 48 hours. The patient was treated with long lasting levemir, short acting insulin and IV (intravenous) fluid. The patient was released the same day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. Inspection of the download data found that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the ratchet gear failed to advance, resulting in the 0x40 alarm. The pulse width values increased in conjunction with the increased open counts indicating that a drive stall occurred. A rerun was performed on the pod and the pod successfully completed priming and delivered a 5 unit bolus. The timeouts and drive stalls present in the original pod data were not observed to repeat during the rerun. The drive mechanism was inspected, and no abnormalities were observed. Investigation was unable to determine an exact cause for the drive stall and high width pulses that led to the 0x40 alarm during the pod's runtime.